Event description:
Information received by medtronic indicated that the insulin pump stopped working, had a blank display and alarmed multiple times. The pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will not be returned for product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The p-cap/reservoir locked properly during testing. Unit received with critical pump error (open book) upon battery installation. Pump was unable to download to thump to verify the cause of critical pump error (open book) due to constant blue screen appearing while trying to download. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to critical pump error (open book). Proceeded by cutting the unit open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrating on electronic assembly, motor assembly and force sensor flex connector on gold traces had led to corrosion. The following were noted during visual inspection: keypad overlay texture damage, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), scratched case and cracked keypad overlay at select button. Unable to confirm customers concern about blank display and alarm. However, unit was received with critical pump error (open book) after battery installation. The pump was unable to download thus software due to constant open book error and blue screen due to corroded assembly caused by corroded electronic assembly and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.